Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Photographic inspection noted tissue media. It appeared the staples were unformed on the tissue media. The loading unit was received fully applied. The knife assembly and white sleeve were intact. No damage was noted to the knife blade. Functional testing was precluded due to the device being received fully applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during closure of the anastomoses in a laparoscopic right hemicolectomy procedure, there was poor staple formation. The staple line on the tissue that was left in the patient's cavity looked good, but the staple line on the specimen that was explanted was malformed. The staples did not appear to have hit the anvil buckets. The staple legs were straight with no sign of b-formation. There was no patient injury.